Event description:
The customer reported that their pump battery was depleting too fast, and the cable door would not close, resulting in potential water intrusion. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up support from tandem technical support, so no further actions were taken.